Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: patient¿s blood glucose (bg) was in the low 300's mg/dl and he bolused 1.9 units at 3:43 pm , at 5:30 pm the bg was 214 mg/dl and the pump suggested a bolus of 0.25 u which dad gave and in 30 minutes bg had dropped to 27 mg/dl. Patient was given juice and bg rose to 106 mg/dl in 20 minutes . Patient is being monitored and given food and juice to keep bg up as insulin is still active for another 2 hours. Pump has been suspended. Iob set at 3 hours. Customer support (cs) reviewed with dad that the iob setting is correctly set as hcp desired at 3 hours. Discussed that figuring out the amount of insulin to give also depends on how fast the bg is changing. Dad reports he will continue to monitor, and seek medical help if needed. Bg at time of call was at 106 mg/dl and father will monitor closely for the next 2 to 3 hours as bolus insulin is still active. This complaint is being reported because a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.